Manufacturer narrative:
Correction: refer to h6 patient code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as what kind of screws were implanted with the described anchorage mtp plate, as well as the affected device must be available in order to determine the root cause of the complaint event. However, the sales representative on this case was asked about the information that they have received from the customer. They stated that a kit to remove an mtp plate was needed. Based on this information, it is automatically understood that the required screwdriver is a t8 since for both anchorage 1 and anchorage 2 systems, t8 screws are normally used with anchorage mtp plates. However, the customer actually needed a t7 screwdriver, most probably since the screws used were not the ones recommended for the mtp plate. The customer should have precised the type of screws that were used and should have been more specific about the screwdriver that was needed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that they had a planned removal of a variax mtp plate and requested a stryker loan kit for that purpose. The kits delivered were variax 2 skinny instruments and anchorage 1 kit. Neither kit contained the appropriate screwdriver for removal of the plate and the case had to be abandoned after the patient was anesthetized. A new surgery will have to be scheduled for the removal.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was missing from procedure.

Event description:
The customer reported that they had a planned removal of a variax mtp plate and requested a stryker loan kit for that purpose. The kits delivered were variax 2 skinny instruments and anchorage 1 kit. Neither kit contained the appropriate screwdriver for removal of the plate and the case had to be abandoned after the patient was anesthetized. A new surgery will have to be scheduled for the removal.